Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported pericardial effusion. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia, (dilated cardiomyopathy), a pericardial effusion occurred requiring a pericardiocentesis. Rf lesions were being completed on the latero-basal side of the left ventricle and the coronary sinus. During rf application in the coronary sinus at 25 watts the ablation catheter had movement that did not correspond with the catheter movement in a venous network. Once the procedure was completed and the introducers were removed the patient felt a sensation of heat and difficulty breathing. The patient became hypotensive, and a transthoracic echography revealed a pericardial effusion. Once the pericardiocentesis was performed the patient stabilized and did not require further treatment. There were no alleged performance issues with any abbott devices.